Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired 7-8 times. Of those firing 2 clips were not formed completely. They were not closed at the proximal end. The procedure was completed with the device. There was no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.